Manufacturer narrative:
Customer was discharged on (B)(6) 2018.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg 380 mg/dl), ketones and nausea. Bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin. Cause for elevated bg was unknown. No pump issues were observed by customer, and system check performed with tandem technical support found no issues. Reportedly, customer was discharged the same day.